Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. Final analysis found the s-curve hump height was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient's left ventricular lead was failing to capture following initial pocket closure. Fluoroscopy confirmed dislodgement had occurred. The pocket was re-opened the same day and the lead was explanted and replaced. The patient was discharged without complications.